Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 380cc mentor smooth round high profile saline prosthesis. Post-operatively, the patient had mammogram imaging performed and afterwards noticed the left breast was deflated. Following this, she sought an in-person visit with a medical professional and was subsequently diagnosed with a deflated left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 04, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, near the valve system. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 06, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 30, 2025, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2025. Date of explantation: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. On february 14, 2025, mentor became aware that the patient underwent bilateral removal and replacement with 500cc mentor smooth round high profile saline breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).